Event description:
The source literature reported that this patient was admitted to hospital due to recurrent device pocket infections which resulted in abscess and fistula formation. Multiple surgical debridements were performed, with the last involving a relocation of the device beneath the pectoral muscle. However, the infection and fistula still reoccurred and the patient was re-admitted to hospital. The system was subsequently completely explanted and new system was implanted to resolve the event and the infection did not reappear. It is unknown at this time if the leads involved were boston scientific products. The patient was stable with no additional adverse effects.